Event description:
The user facility reported that during a procedure delay their hexavue custom room rack lost power. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the uninterruptible power supply was not operating properly, however a cause of the reported event could not be determined. To resolve the issue, the technician replaced the power supply. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.